Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was verified. The device was found out of specification in relation to the customer reported 'false load set error' which was reproduced through troubleshooting of the device. The cause was determined to be a lower latch switch failure. The lower auxiliary was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had a false load set error during testing in the biomed service department. There was no patient involvement. No additional information is available.